Event description:
The customer reported false positive discrepancies for testing blood donors with anti-k antigen utilizing forty samples with known k phenotypes involving pk7300 automated microplate system. There were thirty-six out of forty false positive discrepancies on the samples tested when compared to historical results. The samples tested were part of a validation test and were not labeled or distributed with the incorrect phenotyping results. The previous test group failed due to false positive results for quality control (qc) samples. Patient results were not impacted. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
The false positive results are attributed to hemolysis of the donor sample red blood cells (rbc) by water from an unknown origin on the analyzer. Examinations of the analyzer by a field service engineer (fse) did not reveal the cause and precautionary replacement of plumbing parts associated with this testing did not resolve the issue. False positive results in blood donor testing for d, c, c, e, e, k antigens do not pose a health/safety risk as blood components that are reported as positive for an antigen, are not given to recipients requiring components negative for that antigen. At this time, the scope of the issue appears to be limited to testing of sample rbc. (B)(4).

Event description:
The false positive patient results were not released out of the laboratory.

Manufacturer narrative:
Additional information: on (B)(4) 2011, the field service engineer (fse) verified the unit conformed to the manufacturer's published performance specifications. No system hardware issues were noted. Limited information was provided by the customer; the cause of false positive results could not be determined. A number of factors may have contributed to the erroneous results: water on the plates: there were no reports of the unit dispensers leaking or dripping water after multiple site visits. According to the unit user's guide, chapter c, section 2.6, plates should be examined prior to use to ensure they are clean and dry. Contamination: residue in the microplate wells, contaminated reagent or failure to thoroughly clean reagent probes when the reagent was switched between anti-d and anti-k in channel 5 reagent position. According to the user's guide, chapter c, section 2.5, probes should be washed between tests when changing the reagent type. Cleaning procedures for plates and probes are identified in chapter e of the user's guide. Per pk blood grouping reagent product insert, the reagent should not be transferred between containers.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to perform a post mistype inspection on (B)(4) 2012. The fse inspected all instrument assemblies for proper alignments and movements, and replaced worn syringes and valves as a precaution. Results of the inspection met published performance specifications. While the fse was on site, the customer was asked to perform a phenotype test on the analyzer. The test consisted of 50 samples. The data logs and images were returned to beckman coulter for review. When reviewing data and images, the presence of water was observed on plates and in the well images intermittently. The results obtained from the run performed on (B)(4) 2012 were concordant with a previous run of the same samples performed on another analyzer. There were no error messages or flags. The fse returned to facility on (B)(4) 2012 to perform an investigation for a possible water leak. As a troubleshooting measure, the valves were swapped for reagent 5/6, diluted sample a and diluent a. An analysis of 50 samples was completed and evidence of water was still observed. The fse did not witness water leaking from probes. The fse returned to the facility on (B)(4) 2012 to replace the sample probe housing. Again, 50 samples were analyzed and water was observed in wells intermittently. Again, results were concordant with previous test samples. A team consisting of a national produce service specialist (npss), fse, field application specialist (fas) and product specialist was sent to (B)(6) on (B)(4) 2012 to further investigate the presence of water in the test system. The following actions were performed: using saline as the reagent, 100 samples were tested on the analyzer. During the test, there were no signs of water splashing/dripping on the plates and diluted sample cups were dry. Images were reviewed and signs of water were absent. Hardware was inspected. The diluted sample transfer assembly was removed. It was cleaned, lubricated and reinstalled. The reagent transfer assembly was cleaned and lubricated. The camera cable connections were verified. The dark and light calibration was also performed. These service items were performed as a precautionary measure. Two tests were performed using pk reagents. The analyzer was again observed for water splashing/dripping. Images and data logs were sent to beckman coulter for review. No signs of water were observed in the plate images. The npss returned on (B)(4) 2012 and performed an additional test. Again, no evidence of water was detected in the test system. Diagast concluded, according to batch record review, the anti-kell reagents were manufactured appropriately and are performing as expected.